Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) monitor was flickering. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the video receiver board. The iabp unit was then ran for thirty (30) minutes and observed to be working ok. Subsequently, the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) monitor was flickering. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.